Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). There was additional information received from the customer regarding patient involvement/injury along with products/devices used with the baxter spectrum pump.

Event description:
The chemotherapy clinic's policy is to directly connect IV tubing hub to the IV access hub for 24 hour chemotherapy infusions. Several types of venous access devices are used: picclines, mediports, pheresis catheters with various sizes. All chemotherapy is infused as a primary infusion. It was also reported there was no patient injury. Additional informatin was provided by the customer regarding clinical products that are used in daily clinic practice: baxter clearlink IV sets, dehp/non-dehp IV tubing which is chemotherapy specific and 0.2 micron filters which are chemotherapy specific as well.

Event description:
It was reported that a spectrum pump underinfused while infusing an unspecified chemotherapy drug (medication, programmed amount and delivery rate unk). Any injury or medical intervention is unk.